Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device patch with lot number 2716699, catalog number n-tsm275, opening and red particles material was found on the shell/gel. Additional, changed, and/or corrected data: b.5, d.7, g.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.